Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was more than 500mg/dl at the time of the incident. The customer reported that the battery cap won¿t come off as it was stripped. The insulin pump will be returned for analysis.